Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 3 bd sharps coll asia 22.7l yel non-vent cap had lids that would not close. The following information was provided by the initial reporter: "lid is unable to close".

Event description:
It was reported 3 bd sharps coll asia 22.7l yel non-vent cap had lids that would not close. The following information was provided by the initial reporter: "lid is unable to close".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-jan-2022. Investigation summary: samples were received and tested by our quality team. Though no issues were noticed in getting the lids to shut, the complaint was forwarded to the supplier to determine if there have been any production issues. No production issues were noticed. According to the DHR review process, the result showed there were no issues reported like lids will not shut issue during the manufacturing process of the lot number reported (9293936) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lids will not shut issue for the same part number throughout the last twelve months. Potential root causes from supplier investigation include accidental misuse and mishandling by the distributor or improper storage.